Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the coating of the bipolar hook/3pk n5 hook for hook handle (cev2295a) melted while in use, after 20 seconds of activation. No pieces of sheath fell into the patient. Another device from another brand was used to complete the procedure. There are no known consequences to the patient; however, the incident caused longer intervention times for instrument change, check time, etc.

Event description:
N/a.

Manufacturer narrative:
The 3pk n5 hook for hook handle (cev2295a) was not returned to the manufacturer for evaluation. Lot number has been provided; device history records (DHR) were reviewed and no anomalies that could be associated with the reported complaint were observed. The customer provided video and photos of the suspected device. According to the video and pictures sent, the hook coating was damaged. It was determined that the damage was likely due to the use of voltage that was too high or a prolonged activation of the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.